Event description:
Event description cpi received information that this endotak dsp lead was removed from service and capped, due to oversensing, caused by a broken is-1 pin. The implantable cardioverter defibrillator was electively removed due to patient wishes. The system was not replaced.